Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called to inquire about MRI eligibility ahead of an appointment with neurologist coming up in regards to the implantable neurostimulator (ins). Patient repeated previously noted information regarding therapy turning off and feeling a surge, mentioned that it seems to take them longer to charge ins. Agent reviewed with patient that if ins battery depletes therapy will turn off. Patient stated they may start charging ins more often to avoid ins depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient mentioned after they turned therapy back on the first time they got a little nervous and called the neurologist on call because they felt a surge of electricity go through their head and patient stated they waited until it settled down because the neurologist told them they could wait for it to settle down or turn it back off and patient stated they did not want to turn it back off. Patient stated they think this is a blessing in disguise because they wonder what their life would be like if their arm and their leg were "going like that" on a regular basis. Reviewed device registration information. Patient provided event date as they think it was the first week in august. Patient stated it usually settles down but nothing worked and it was really bothersome. Patient stated they don't usually think about their dbs working because it "just works". Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information. Agent documented information patient provided. Redirected patient to their healthcare provider to further discuss. Hcp reports that cause of electrical surge remains unknown but it may just represent a 'stimulation artifact' that a nervous patient is overconcerned about. Hcp affirms that they have no concern about impedance or device malfunction. Additional information received from patient who said that they typically replaced the batteries in their programmer when they drop to 50% however doesn't recall when they replaced the batteries before they went on their trip. Patient said that they might have forgotten to replace the batteries. Patient said they were anxious while packing for the flight and did experience some slight tremor however it wasn't until they were on the flight that the tremors became very bad, especially the left side. Patient said that during the flight they didn't check therapy status however did take some medication and that helped only a little. When asked, patient said that they did go through airport security system prior to boarding the flight. Reviewed airport security guidelines. Patient said that didn't check the therapy status with the patient programmer until the following night and that is when discovered that the programmer batteries were depleted and also then afterwards when connected, the implant was off. Reviewed general function of patient programmer. Patient then mentioned that therapy turned off again sometime during the last two weeks. Patient said that this was discovered when she was going to recharge their implant, but they don't quite recall. Patient said typically recharges sometime on the weekend and usually the implantable neurostimulator (ins) battery is at 50%. Reviewed recharging information specific to their implant. Suggested patient check ins battery status on a daily basis to get a better understanding on how quickly it depletes over a 24 hour period. Patient said is checking ins battery status more now than they were before.